Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels of over 500 mg/dl. Reportedly, the user suspected their wounds or medications caused their bg level. Additionally, it was reported that multiple unspecified cartridge alarms occurred during a bolus. The user addressed bg level with a bolus and a manual injection. The user declined troubleshooting with tandem's technical support.